Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of biliary stricture on (B)(6) 2025. During the procedure, they were trying to place a biliary stent; however, the device would not advance in the shaft of the scope. When they looked at the bung for the accessories channel, it was noticed that the sponge of the biopsy cap came off and got stuck inside the scope. It is unknown if a water-soluble lubricant was applied to the top of the biopsy cap prior to use and how the sponge was removed from the scope. The procedure was not completed due to this event. There were no patient complications reported as a result after this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.